Manufacturer narrative:
The qc was within the range. No relevant alarms occurred. The customer and service maintenance were performed per the specifications. The instrument surfaces were adequately clean. The sample foam detection (sfd) images for sample 5 showed white particulate matter. The sfd images of the rest of the samples showed sub-optimal sample quality. The provided data did not indicate an issue with the analyzer or the reagent. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue and a sub-optimal sample quality at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Sample 1: initial result: 55.9 ng/l. 1st repeat result: 78.4 ng/l. 2nd repeat result: 78.7 ng/l. On (B)(6) 2025: sample 2: initial result: 4110 ng/l. Repeat result: 2751 ng/l. On (B)(6) 2025: sample 3: initial result: 18.3 ng/l. 1st repeat result: 18.2 ng/l. 2nd repeat result: 14.9 ng/l. On (B)(6) 2025: sample 4: initial result: 1389 ng/l. 1st repeat result: 1121 ng/l. 2nd repeat result: 1349 ng/l. 3rd repeat result: "14 something" ng/l (the exact value was not provided). On (B)(6) 2025: sample 5: initial result: 30.7 ng/l. 1st repeat result: 47.3 ng/l. 2nd repeat result: 30.6 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.